Event description:
It was reported during a laparoscopic bowel and appendectomy procedure the white ring washer on the 45 degree flapper valve of the 10/12mm trocar dislodged and fell into the pt's abdomen. The ring was retrieved. Info was not available on the site location or the instruments used in the port. The customer did not save the trocar or the ring. The customer has picture of the ring lying in the pt's abdomen. There was no consequence to the pt.